Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced postoperative bilateral lymphadenopathy, and right-sided rupture and wound infection. The patient experienced the rupture sometime in 2010. The patient experienced swelling on her right breast with a fever and had a consultation with her doctor in (B)(6) 2019. The rupture was visualized via mir and mammogram performed in (B)(6) 2019. Her doctor was concerned about possible infection and was considering an emergency surgery. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. This report is for the left prosthesis.